Event description:
It was reported from (B)(6) per a bfarm report that a patient's controller indicated "high power consumption alarms". The acoustic analysis of the operating noise indicated a pump thrombosis. The pump was exchanged immediately after an unsuccessful lysis attempt with ascending hemolysis values. No further information is available at this time. Investigation is in progress.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Pump is not available for return.

Manufacturer narrative:
A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Pump evaluation was done by site, the pump was not returned to the manufacturer for analysis. Site evaluation: a broad thrombus on one of the hydrodynamic bearing surfaces. This clearly explains the strong 3rd harmony and the increased power consumption (friction). Opposite on the pump housing there are strong sander marks. The physician reported the following information about the patient: heart failure symptoms, abnormal pump parameters, anticoagulation stated to be controlled, risk factors for thrombus for this patient is stated to be atrial fibrillation. It is reported that the patient died on (B)(6) 2015, cause of death is multi organ failure, and there is no autopsy.